Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system was requested due to right atrial (ra) lead noise and possible ventricular tachycardia (vt). It was noted that the patient non-responsive during the episode. Upon review, oversensed noise was observed, which correlated with the patient's symptoms. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This pacemaker system remains in service. No additional adverse patient effects were reported.